Event description:
It was reported that during a prostate procedure, two fibers stopped working and needed to be replaced. The procedure was completed using a third surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.